Event description:
It was reported that the pt was experiencing increased tone and at the pump refills more drug was present than should have been. No other pt injury was reported. The pump contained lioresal 2000 mcg/ml at a daily dose of 890 mcg/ml. A dye study revealed that the catheter was patent-date not reported. The pump was explanted and replaced with a similar device. The pt recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
It was previously reported that the patient had his wife experienced ¿severe problems¿ with the infusion pump.

Manufacturer narrative:
(B)(4).